Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) user facility reported that a "minor" dialyzer blood leak occurred approximately two hours into treatment. The blood leak was reported to be internal; blood was visually observed in the dialysate compartment of the dialyzer. However, the machine did not alarm. Following the incident, there were no visual or audible machine alarms. It was also reported that the bloodline clamp did not close. A blood test strip was used and it tested negative. No dialyzer damage was visible. The patient's blood was not returned; estimated blood loss (ebl) was approximately 100ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on the same machine. The machine was not pulled from the floor to undergo testing and is still in service. The machine was reported to be functioning properly. The complaint device was not available for a manufacturer evaluation as it was discarded by the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up information was provided which revealed that the 2008k2 hemodialysis (hd) machine was not pulled from the floor to undergo testing following the event; the unit remained in service. Furthermore, the machine was reportedly functioning properly without issue. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.